Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts infusion set through dressing, then covers with ported dressing. Dressing on the skin did not adhere, and infusion set dislodges.